Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3 the exact date of the event is unknown. The provided event date, 06/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/11/2026. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf impact code f07 captures the reportable event of exacerbation of existing condition.

Event description:
It was reported that after the spaceoar vue placement procedure, the patient underwent a hemorrhoidectomy days after the hydrogel placement, due to internal hemorrhoids that were irritated during the hydrogel placement procedure. The patient is currently fully recovered. The physician evaluated the relationship between the device and patient complications were reported as unrelated. However, the placement procedure seemed contribute to the patient condition.